Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from a patient 's right eye due to mechanical complications of the prosthetic. The replacement lens was the same model but lower diopter (21.5d). There were no surgical interventions and no medications were administered outside of the standard care. No patient injury was reported. The patient outcome is not available. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown/not provided. The best estimate date is between (B)(6), 2025 and (B)(6), 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half, coated in viscoelastic residue, and had a haptic detached. The lens halves were cleaned revealing no further issues. The reported complaint of mechanical issues was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.